Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex) and guaifenesin (robitussin). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping/abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), infection ("infection"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, abdominal pain lower, fatigue, vaginal discharge, infection, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma.. Concerning the injuries reported in this case, the following one/ones were reported via social media: most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), uti, vaginal infection, dysmenorrhea(cramping), abdominal pain. Concomitant and historical conditions were added. Concomitant drugs were added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex) and guaifenesin (robitussin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal cramping/abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), infection ("infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma. Most recent follow-up information incorporated above includes: on 19-nov-2019: all the information : reporter¿s information, references details and source documents were transferred from deletion case no. (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex), guaifenesin (robitussin) and naproxen since (B)(6) 2014. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping/abdominal pain"), infection ("infection"), fibromyalgia ("fibromyalgia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had resolved and the genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, infection, menorrhagia, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma.. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New event fibromyalgia, adenomyosis and she did not underwent essure confirmation test were added. Onset date of the event was added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), fatigue, vaginal infection, urinary tract infection, pelvic pain, abdominal pain, vaginal discharge. Outcome of the event were updated to recovered from unknown: pelvic pain, dyspareunia and uti. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure not visualized laparoscopically') and pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test". The patient's medical history included: anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included: brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex), guaifenesin (robitussin) and naproxen since (B)(6) 2014. On 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain lower ("abdominal cramping/abdominal pain"), infection ("infection"), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), arthralgia ("left hip hurts a lot, barely lay on it"), muscle spasms ("muscle cramps"), seizure ("seizure") and tremor ("tremors"). And was found to have muscle enzyme ("muscle enzymes"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal, bilateral salpingectomy and hysterectomy, laparoscopic assisted vaginal and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection, fibromyalgia, arthralgia, muscle spasms, seizure, tremor and muscle enzyme outcome was unknown. And the pelvic pain, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, infection, menorrhagia, muscle enzyme, muscle spasms, pelvic pain, rheumatoid arthritis, seizure, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2014, impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma. The following information was received from social media: muscle cramps, seizure, tremors, muscle enzymes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter information added. Event: essure not visualized laparoscopically added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex), guaifenesin (robitussin) and naproxen since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain lower ("abdominal cramping/abdominal pain"), infection ("infection"), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), arthralgia ("left hip hurts a lot, barely lay on it"), muscle spasms ("muscle cramps"), seizure ("seizure") and tremor ("tremors") and was found to have muscle enzyme ("muscle enzymes"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had resolved and the genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection, fibromyalgia, arthralgia, muscle spasms, seizure, tremor and muscle enzyme outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, infection, menorrhagia, muscle enzyme, muscle spasms, pelvic pain, rheumatoid arthritis, seizure, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma. The following information was received from social media muscle cramps, seizure, tremors, muscle enzymes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex), guaifenesin (robitussin) and naproxen since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted.in 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping/abdominal pain"), infection ("infection"), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis") and arthralgia ("left hip hurts a lot, barely lay on it"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in dec 2015). Essure was removed in december 2015. At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had resolved and the genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection, fibromyalgia and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, infection, menorrhagia, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma.. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event added- my left hip hurts a lot, barely lay on it. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anxiety, herpetiform lesion, rheumatoid arthritis, neck pain and low back pain. Concurrent conditions included laceration, shortness of breath, cough, lacrimation increased, itchy eyes, nasal congestion, smoker, pleuritic pain, bronchitis, pneumonia, pulmonary embolism, weight gain, arthralgia, myalgia, abdominal bloating and forgetfulness. Concomitant products included brompheniramine maleate;phenylephrine hydrochloride (dimetapp cold), guaifenesin (mucinex), guaifenesin (robitussin) and naproxen since (B)(6) 2014. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal): (uti)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain lower ("abdominal cramping/abdominal pain"), infection ("infection"), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), arthralgia ("left hip hurts a lot, barely lay on it"), muscle spasms ("muscle cramps"), seizure ("seizure") and tremor ("tremors") and was found to have muscle enzyme ("muscle enzymes"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had resolved and the genital haemorrhage, rheumatoid arthritis, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, fatigue, infection, fibromyalgia, arthralgia, muscle spasms, seizure, tremor and muscle enzyme outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, infection, menorrhagia, muscle enzyme, muscle spasms, pelvic pain, rheumatoid arthritis, seizure, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Received treatment for bleeding, pain, autoimmune, bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 20-oct-2014: impression: mildly enlarged uterus with heterogeneous myometrium. There is a small fundal leiomyoma.. The following information was received from social media muscle cramps, seizure, tremors, muscle enzymes. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- muscle cramps, seizure, tremors, muscle enzymes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping/abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), infection ("infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy with removal of the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, abdominal pain lower, fatigue, vaginal discharge, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, infection, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for abdominal and pelvic pain, abdominal cramping, abnormal, heavy bleeding, rheumatoid arthritis, fatigue, vaginal discharge and infection, and dyspareunia, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.